Event description:
A malfunction with code malf 12 was reported, but no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and was instructed to call back if any issues reoccurred.